Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code 102) has been confirmed. Engineering's investigation concluded that the cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor. ********************************************************************************** device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.